Event description:
Note: date of event is unk. It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was placed. According to the complainant, the balloon was noted to be "ruptured" two days after placement. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, the device evaluation has not been performed; the cause of the reported malfunction is undetermined.